Event description:
The filter was placed prior to a hysterectomy in a historically pe prone pt. The hysterectomy was performed and four days later the pt was discharged. The pt returned later that afternoon with abdominal pains, shortness of breath. It was noted that the filter was at t12 and full of clot. Ivc still has some patency. The filter remains implanted after an unsuccessful attempt to remove it. The dr reports the pt is fine.